Manufacturer narrative:
(B)(4). Batch # n5621x. Attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you also clarify, when the device "did not work anymore" did the device lock-out (no staples delivered or cut line delivered)? Please provide further detail of the event. Device evaluation: the analysis found that one pse45a device was returned with no apparent damage and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. An ecr45w cartridge reload was received partially fired and loaded in the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The device was disassembled to reset the bailout system and then were noted evidences of corrosion were noted on the motor. One possible cause for this condition may be the exposure of cleaning solution. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No functional testing could be performed due to the returned condition of the motor. No functional test was performed due the condition of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a colectomy procedure, the device worked during five reload applications. At the sixth application, it did not work anymore. There were no patient consequences reported.